Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's instructions to clean the speaker holes and reconnect the cartridge, which allowed the pump to resume normal operation after waiting five minutes. The alarm did not recur, and the customer received tips on preventing future altitude alarms.